Manufacturer narrative:
The device history record was not reviewed. Samples evaluation: we received one empty, used pump for evaluation and investigation. The pump was refilled with normal saline solution to the reported fill volume of 120ml for testing. When the pinch clamp was opened, the pump infused. A flow rate accuracy test was performed and the pump infused within specification.

Event description:
I flow received a report stating, pharmacist felt that pump was emptying too fast. Placed (B)(6) 2010 at 1830 and removed (B)(6) 2010 at 1000 because the pump appeared to be too small for the 38 hours it had infused. Should have infused approximately 120 hours. Pump was filled with 120mls, medication bupivicaine 0.25%, flow rate set at 1ml/hour. I-flow has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).